Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, is was observed that the tip of the cutting burr was broken when making a suture hole for tenting. It was not reported if there was a delay in the procedure due to the event; however, an identical spare was available for use and the procedure was successfully completed. There was patient involvement reported. It was reported that no pieces of material were left in the patient. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
UDI: it was inadvertently missed on the previous report with the update of date of manufacture of jun 27, 2016. Therefore, (B)(4). The date returned to manufacturer was documented as feb 13, 2017 on the previous report. It has been updated as mar 9, 2017. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the device had a broken tip was confirmed. An assessment was performed on the device and it was observed that the tip of the cutter was broken. The cutter was examined and photographed using 28x magnification, and based on the photographs taken the angle indicate that there was excessive force applied. It was determined that the cause of this condition was excessive lateral or side to side force. The assignable root cause was determined to be component damage caused by user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The date of manufacture was documented as unknown in the initial report. It has been updated as jun 27, 2016. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.